Manufacturer narrative:
Tf 5507 indicates leaking/defective mixer valves. The valves were replaced.

Event description:
Hamilton medical ag received the following incident description: "tf 5507 occurred."

Manufacturer narrative:
Tf 5507 indicates leaking/defective mixer valves. The valves were replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: "tf 5507 occurred."